Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a trocar was bent and not working properly. There was no patient or surgical involvement. This report is for one 3.2mm trocar. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.037.019; lot: 9327593; manufacturing site: bettlach; release to warehouse date: 07. Apr. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 3.2mm trocar (product code: 03.037.019, lot: 9327593) was received at us customer quality (cq). Visual inspection of the returned device indicates that the device was bent towards the middle of instrument, additionally, both yellow identification line-markings on trocar head were missing. The missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: outer shaft diameter near bent location was measured as conforming to the specification. Document/specification review: the following documents were reviewed as part of this investigation: trocar: current and manufactured versions. Based on the review of the above drawings, no design issues contributing to relevant complaint conditions were identified. Conclusion: the overall complaint was confirmed as the instrument was bent in addition to the yellow line-markings were missing. While a definitive root cause for the reported problems cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under a CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.